Manufacturer narrative:
The failure investigation has been completed and the alleged malf 03 was verified. No failure was identified related to the low bg allegation.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the continuous glucose monitor was not in use during this time frame. No low blood glucose (bg) below 54 mg/dl was entered into the pump by the user during this time frame. Therefore, the complaint could not be confirmed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Not returned

Event description:
It was reported that a malfunction alarm occurred. Customer reported a blood glucose (bg) level of 26 mg/dl; cause was unknown. Reportedly, the customer consumed carbohydrates to address the low bg. The customer reverted to an alternate method of insulin therapy.